Event description:
This is a spontaneous case report received from a other health care professional via regulatory authority (case# mw5037133) in united states on (B)(6)-2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2014 with lot number b97492 and expiration date 30-nov-2016. According to the reporter, left tubal ostia was identified and the essure coil device was inserted in left tubal ostia and deployed without complication. The right ostia was identified and the essure device was inserted and the surgeon attempted to deploy the coil. It was reported that it felt tighter than normal and when he deployed he did not hear the click associated with pressing the button. He felt that the spring did not deploy and attempted to remove the essure device from the tube. At this point, he noted the spring unrattleing and not coming out of the tubal ostia. There was also a straight wire noted to be coming through the tubal ostia. He removed the essure introducer, however, the wire was coming through. A grasper was utilized in attempt to remove the remaining wire and it continued to break into small pieces. At that point the surgeon decided to remove the right fallopian tube triggering that the wire would come out with the removal of the tube. Device was placed in biohazard bag and still remains on site. Ptc investigation result was received on 10-oct-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issues. The ae case refers also to an adverse event. However, this adverse event was considered not assessable at this point in time. No complaint sample was provided for further technical investigation. The batch documentation was reviewed by the (B)(6). The technical assessment concluded unconfirmed quality defect. Since no related adverse events were reported, no batch signal review for similar adverse events could be conducted. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post market surveillance monitoring. Lot number b97492, production date 27-nov-2013 and expiration date 30-nov-2016. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure the right fallopian tube was tighter than normal; the spring did not deploy and unrattleing and was not coming out of the tubal ostia, a wire was noted to be coming through the tubal ostia and a grasper was utilized in attempt to remove remaining wire and it continued to break into small pieces (complication of device insertion). These events, interpreted as a fallopian tube disorder, device deployment issue and breakage are unlisted according to essure reference safety information, except for the deployment issue, which is listed. The reported device breakage was considered serious due to medical importance, while the remaining events are non-serious. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties in the deployment of the device on right side due to an unspecified fallopian tube disorder (reported as tighter than normal, this event could not be assessed with the available information); he tried to remove the device unsuccessfully and a device breakage was noted. Patient underwent removal of right fallopian tube. Considering that the reported events occurred during essure insertion, a causal relationship with the suspect insert cannot be excluded. This case was regarded as an incident due to the reported intervention. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 04-nov-2014: no new clinical information. Follow-up received on 10-nov-2014: essure health care professional questionnaire was received. Information received from physician stated that a (B)(6) female patient who had no history of cervical conization, curettage, previous ius/iud, myomectomy, adnexal surgery nor any other previous gynecological intervention, problems or procedures; had essure (model ess305; lot number b97492; expiration date: nov-2016) inserted on (B)(6) 2014. She was not postpartum at the time of insertion and, according to physician, cervical dilatation, sounding and general anesthesia and general analgesia were applied during procedure. In addition physician described the insertion as easy as well as the visualization of the tubal ostium. There was no fluid loss more than 1500 cc during hysteroscopy and the procedure did not take more than 20 minutes. No imaging tests neither hysterosalpingogram was performed to confirm essure placement. Patient used depo provera as back-up contraception after essure insertion and before total occlusion confirmation. Physician medically confirmed the reported events and informed that, as treatment, a laparoscopy was performed and right fallopian tube was removed. Left device was maintained and there is no plan to remove it. No related tests were done. Additionally, according to physician, patient was hospitalized. However, it was for blood pressure issues. Physician considered that patient's condition was caused by essure device or the essure device did contribute to the issue (essure did not release properly). Health care professional also informed that laparoscopy was necessary and not required by patient. Company causality comment: this medically confirmed, spontaneous case report, refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure the right fallopian tube was tighter than normal; the spring did not deploy and unrattleing and was not coming out of the tubal ostia, a wire was noted to be coming through the tubal ostia and a grasper was utilized in attempt to remove remaining wire and it continued to break into small pieces (complication of device insertion). These events, interpreted as a fallopian tube disorder, device deployment issue and breakage are unlisted according to essure reference safety information, except for the deployment issue, which is listed. The reported device breakage was considered serious due to medical importance, while the remaining events are non-serious. The reporter considered the events related to essure use. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties in the deployment of the device on right side due to an unspecified fallopian tube disorder (reported as tighter than normal, this event could not be assessed with the available information); he tried to remove the device unsuccessfully and a device breakage was noted. Patient underwent removal of right fallopian tube. On the left, the insertion was easy and the micro-insert was placed. The patient used depo-provera as back-up method of contraception and the confirmation test (hysterosalpingogram) was not performed. Considering that the reported events occurred during essure insertion, a causal relationship with the suspect insert cannot be excluded. This case was regarded as an incident due to the reported intervention. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.